Event description:
A remstar auto a-flex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found deteriorated foam. Additionally, the service technician found contamination from dust and dirt and missing control dial button. The device was scrapped as per customer request.